Event description:
Reportedly, it is impossible to connect the right ventricular lead to the pacemaker. The patient is dependent-pacemaker. It was impossible to manage the screw. Another pacemaker has been implanted.

Manufacturer narrative:
- The device involved in this complaint was shipped by the center for analysis. However, the unit could not be located. Therefore, no expertise could be performed. - preventive actions were put in place to avoid reoccurrence of this issue. H3 other text : device lost.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it is impossible to connect the right ventricular lead to the pacemaker. The patient is dependent-pacemaker. It was impossible to manage the screw. Another pacemaker has been implanted.